Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found in good condition. Event history log review was performed and found "high alarm displayed: cassette not attached properly". According to the investigation, the pump was visually inspected and delivery and functional testing performed and the pump passed all testing. The customer's reported problem regarding delivery accuracy was unable to be duplicated. According to the investigation three separate delivery accuracy tests were per formed; and all of which were within the pump's delivery accuracy manufacturing specifications. No problems were found with the delivery accuracy of the pump. However, the event log did showed numbers of cassette not attached properly around the time of the complaint. The investigation recommended that the downstream occlusion sensor be replaced as preventative measure.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump stopped infusing on patient. No adverse effects were reported.